Event description:
The physician used the graftmaster to successfully seal a free perforation in a sephenous vein bypass graft. The minimum lumen diameter (mld), as measured by intravascular ultrasound (ivus) post stent deployment, was less than two (2.0) mm. An acute vein graft thrombosis complication was cleared with angiojet thrombectomy and re-initiation of anticoagulants and thrombosed. It was reported the pt did not experience any adverse events.

Manufacturer narrative:
The device was not returned for evaluation but the lot info was provided. Review of the device history record for this lot did not produce any finding relevant to this investigation.